Event description:
Customer alleged blood glucose results of 550 mg/dl and 124 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having no symptoms. Customer did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. Suspect device is unavailable for return; replacement product was sent.